Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was also electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system was auto reducing after a slight fall, upon further investigation system diagnostics recorded high impedances on the lead, and as a result the patient has ineffective therapy. Surgical intervention may take place at a future date to address the issue,